Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding a patient with an implantable pump containing unknown drug for non- malignant pain. It was reported that the patient's personal therapy manager (ptm) was not quite working. The representative stated the patient would try to connect to give himself a bolus and it would connect and then stop at 90% and give an error message. Agent reviewed this was a known issue and walked caller through how to clear the data. The troubleshooting steps that were taken on the call resolved the issue.